Event description:
Rptr had a hip prosthesis inserted in 1988 and had a normal recovery. In 1989 she had a human bone knee implant inserted. The bone was from a bone bank. She has constant pain and takes tylox five times a day. She also has colon problems and difficulty chewing due to tooth problems. She uses ensure for nutritional support. She required antibiotics for an extended period of time and feels chronic pain and deterioration of her body systems is a direct result of antibiotic use.